Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed pacing impedances of less than 200 ohms. The patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.